Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The unit is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event, where it was reported there was a cot drop event. There was patient involvement, however there were no consequences or impacts to the patient.

Manufacturer narrative:
The unit was evaluated, and no defect or malfunction was found.

Event description:
This report summarizes malfunction event, where it was reported there was a cot drop event. There was patient involvement, however there were no consequences or impacts to the patient.